Event description:
Customer reported that they were unable to remove the smartsite valve from the bard PICC catheter. Consequently, the patient's PICC line needed to be replaced. The customer reported bard site-scrub ipa devices are used on the luer connectors and the isopropyl alcohol may not have dried completely prior to attaching the smartsite valve. No further patient/even information is available.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. Event facility: (B)(6). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.